Event description:
It was reported that the patient received possible inappropriate therapy for an episode detected as ventricular tachycardia (vt) which was suspected to be atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr). The patient experienced chest pain and palpitations. The cardiac resynchronization therapy defibrillator (crt-d) was later explanted and replaced due to triggering normal recommended replacement time (rrt). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.